Manufacturer narrative:
(B)(4). D10 42558000401 66486871 psn pk cmt fem lm sz 4. 42538000701 65673837 psn pk cmt tib lm sz g. G2: foreign - event occurred in new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately two years post implantation due to pain and instability. The acl was slightly injured with possible partial avulsion, lateral plateau damage, wear on lateral femur and a floating piece of bone on lateral side. No further information is available.